Manufacturer narrative:
This report is submitted on october 31, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to unspecified medical reasons. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). Device analysis report attached. This report is submitted on december 28, 2023.